Event description:
The recipient reportedly experienced skin flap necrosis and device extrusion. The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient will not be reimplanted at this time. The external visual inspection revealed the array was severed near an electrode contact pad prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed the array was cut near an electrode contact pad. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the mechanical and electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient reportedly did not receive additional medical intervention prior to being hospitalized for explant surgery. The recipient is reportedly healing well.